Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('severe bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and back pain ("back pain"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the genital haemorrhage and back pain outcome was unknown. The reporter considered back pain and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("severe bleeding") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of flank pain. On (B)(6) 2010, the patient had essure inserted. An unknown time later she experienced genital haemorrhage (seriousness criteria medically important and intervention required) and back pain ("back pain"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered back pain and genital haemorrhage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [abdomen scan] on (B)(6) 2021: 1. Congenital left renal collecting system duplication. 2 . A 4 mm proximal left ureteral inferior moiety collecting system stone results in left inferior moiety hydronephrosis, delayed nephrogram and absent excretion phase pyelogram. 3. Calcified gallstones. 4. Indeterminate 9 mm le ft renal mass. MRI would be the study of choice for further characterization. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 17-aug-2022: medical record received. Patient's aka name , lab data updated. Medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('severe bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and back pain ("back pain"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the genital haemorrhage and back pain outcome was unknown. The reporter considered back pain and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality safety evaluation for ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.